Event description:
During a heart craterization procedure on a (B)(6) year old pt, the hub cracked, resulting in the pt losing a total o 50 cc's of blood. Per the initial reporter, the pt did not experience adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.